Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces on act button. No button error alarm during testing. Insulin pump was received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after exposure to sweat. Blood glucose level at the time of the incident was 15.8 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.